Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported on (B)(6) 2026 that the patient experienced low blood glucose level to 91 mg/dl and treated with carbs. Over correction of low blood glucose level led to high blood glucose level.